Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a discrepancy in left ventricular (lv) lead thresholds between the cardiac resynchronization therapy pacemaker's (crt-p) capture management feature and manual lv lead testing and that the feature was not running correctly. The device feature showed high threshold and non-capture while manual in-office testing yielded normal values. A device interrogation showed multiple observations for high or possible high lv thresholds. The crt-p and lv lead remain in use. It was also reported that the right ventricular (rv) lead had an insulation issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
Maximum adapted lead output was increased for the lv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.